Manufacturer narrative:
Additional information: intervention is planned to treat the migrated stent but no date has yet been scheduled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a protégé rx self expanding stent was used to treat a patient. The patient underwent angioplasty with placement of a 10x40mm protege rx stent for the treatment of stenosis in the right internal jugular vein. The stent was initially well positioned and adapted to the vein walls, as confirmed by imaging. The patient had disabling pulsatile tinnitus in the left ear, attributed to a tortuous and dilated left rectomastoid vein, and embolization and occlusion of the mastoid emissary vein were scheduled. During the diagnostic phase, which included cerebral angiography and retrograde venography, displacement of the 10x40mm stent toward the distal portion of the right internal jugular vein was observed. Retrograde venous angiography revealed persistent jugular venous stenosis. It was decided to interrupt the procedure procedures, the family was notified, and the patient was awakened. No deaths, infections, or other adverse events were reported.

Manufacturer narrative:
Image analysis: three images were provided for review (one is a duplicate). The images are of poor quality. One image depicts a stenotic lesion demonstrated on angiography. The second image again depicts a stenotic lesion between the two green lines drawn on the image. The third image shows a deployed stent within a vessel with a catheter passed through the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.